Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom air in line alarms which were not reproduced. Air in line alarms were confirmed through review of the event history log. This condition was found to be caused by low fluid readings due to continuity on the sensor flex tail pins of the upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced air in line alarms. It was also reported there was no patient involvement.